Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined user interface pcb assembly was the cause of the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display screen was gray. A gray display can be indicative of a white display which can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the display screen was gray. A gray display can be indicative of a white display which can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio replaced the device's user interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined the issue was due to integrated circuit, identifier u2. Further root cause was not able to be determined.